Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient mistakenly connected to a normal patient cable instead of the ungrounded cable, which caused a system controller fault. The system controller was exchanged and all alarms cleared. The log files were submitted for review to evaluate if there was a progression of short to shield and further degradation of phase c. The log files for the new system controller only contained 2 current lines of data with the pump not yet operating.